Event description:
Customer reported the output of the vaporizer was lower than expected. There was no reported pt injury. The unit was returned to the co's vaporizer service facility in austell, ga for investigation. The unit was tested and the reported complaint was confirmed. Upon further investigaion, it was determined that the left mounting screw on the bi-metallic strip had become loose and fell out. The exact cause for this could not be determined. The assembly procedures were reviewed and found to be adequate. Assembly personnel have been trained to double torque all screws. According to ohmeda's records, this unit had not been serviced since its MFR date of 7/95. As stated in the tec 5 operation and maintenance manual, ohmeda recommends all tec 5 vaporizers be returned for routine maintenance and calibration every three years.